Event description:
It was reported that the device's battery does not charge. There was reportedly no patient involvement. The manufacturer is unable to repair the faulty defibrillator. According to service bulletin (B)(4), the (B)(4) heart/start xl portable defibrillator/monitor was discontinued on (B)(6) 2013. All options associated with this defibrillator were discontinued as of (B)(6) 2013. The end of support date for the device is (B)(6) 2018. The customer was aware of the end of life terms and the device remains at the customer site. The manufacturer is unable to repair the faulty defibrillator. According to service bulletin (B)(4), the (B)(4) heart/start xl portable defibrillator/monitor was discontinued on (B)(6) 2013. All options associated with this defibrillator were discontinued as of (B)(6)2013. The end of support date for the device is (B)(6) 2018. The customer was aware of the end of life terms and the device remains at the customer site.